Event description:
It was reported that the bi-wing anchor would not deploy during a pump implant. An ¿8785 kit¿ was used to anchor the 8780 catheter. The 8780 catheter ¿worked great.¿ the problem occurred when the healthcare professional (hcp) tried to twist the bi-wing anchor prior to use. The circulator was unable to get the bi-wing anchor to twist. When the hcp attempted to deploy the bi-wing, it stayed stuck on the anchoring tool. No diagnostic testing or troubleshooting was required. The issue was resolved by using a different product but the cause of the issue was not determined. The patient was alive with no injury and there were no patient symptoms or complications associated with the event. The patient¿s pump was used to infuse baclofen (gablofen). Follow up was being conducted to obtain additional information about this event. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Analysis of the returned anchor deployment tool revealed the catheter anchor did not properly detach from the ascenda tool, and it was unable to be used. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported that the anchor and dispenser were returned to the manufacturer. The anchor folded in on itself when it stuck and could not be released when deployed. The patient was not affected by the event and the procedure continued successfully.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.